Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of historical performance, a review of reagent performance, and a review of product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse trends. Non-statistical trends were identified due to an increased complaint activity which includes architect anti-hcv reagent lot numbers 94361li00 and 95371li00 among others. Performance of the likely cause lots was investigated and determined there are no related non-conformances or deviations, however a potential non-conformance was identified. Retained kits of architect anti-hcv reagent lot numbers 94357li00 and 95371li00 (which contains the same bulk material as lot 95367li00) were calibrated and the calibrations met instrument specifications. All control values met control specifications. All values for the architect anti-hcv reagent lot numbers 94361li00 and 95367li00 were found to be within the package insert specifications and showed normal variation. To evaluate the sensitivity performance, retained reagent kits of architect anti-hcv reagent, lot numbers 94357li00 and 95371li00 were tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lots is negatively impacted. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This report is also being reported under manufacturer report number 3002809144-2019-00267, for a second suspect likely cause. Patient identifiers: (B)(6). All available patient information has been provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple (B)(6) anti-hcv results when processing on the architect i2000sr. The following data was provided: sid (B)(6): initial (B)(6) (lot 94361li00) and retest (B)(6). Sid (B)(6): initial (B)(6) (lot 94361li00) and retest (B)(6). Sid (B)(6): initial (B)(6) (lot 95371li00) and retest (B)(6). Sid (B)(6): initial (B)(6) (lot 95371li00) and retest (B)(6). Sid (B)(6): initial (B)(6) (lot 95371li00) and retest (B)(6). The samples were retested using a different lot. No impact to patient management was reported.